Manufacturer narrative:
UDI: (B)(4). Patient identifier: (B)(6). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l86111), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during rotator cuff repair on (B)(6) 2020, it was observed that when implanting healix advance self punching 4.9 br, there was too much resistance placed on sutures causing them to cut into anchor body then subsequently breaking the anchor. A replacement anchor was retrieved and implanted. The surgery was completed successfully without delay. There were no adverse patient consequences reported. No additional information was provided.